Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After head trauma patient has no hearing sensations with the device. Parents noticed change in behaviour that may indicate change in hearing 4 weeks ago. Further device assessement will be done.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head could have weakened the fixation of the active electrode and also be a factor for electrode mobility. Furthermore, a full insertion at the time of implantation is stated on the irc, however information received indicates that the active electrode has partially migrated out of cochlea. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
After head trauma the patient no longer has any hearing sensations with the device. Parents noticed change in behaviour that may indicate change in hearing 4 weeks ago. Patient was re-implanted.